Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. The device was removed from the patient and the procedure was completed using another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimp stent identified no issues. There were no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured which s within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed slight damage. A visual and tactile examination of the hypotube found a hypotube break 220 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. The device was removed from the patient and the procedure was completed using another stent. No patient complications were reported and the patient's status was fine.